Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the returned device was viewed to have the hex tip fractured off and not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. As the potential field age of this device is over 14 years it was established that the root cause of the reported issue is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that the hospital returned a fractured screwdriver. This issue occurred between surgeries and there was no impact to the patient.